Event description:
A zoll distributor reported that an (B)(6) year old female patient developed an open blister under one of the back electrodes. The patient reported on (B)(6) 2015 that she had contacted her doctor, who provided her with suggestions for the rash. The patient's daughter reported the rash seems to be getting better. The exact nature of the physician's suggestions is unknown.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.